Event description:
It was reported that the patient¿s first implant was implanted in 2009 and it did work for a little while after implant and then the patient noticed it was not working. In the beginning of 2011, the patient had their system and leads tested and their stimulation was turned up. The manufacturer representative told the patient that their system ¿was wacked out,¿ which meant the implant and leads were not working. The patient met with a manufacturer representative and they turned up the stimulation all the way and the patient was still not able to feel the stimulation. The patient¿s device stopped working and they had to replace the implantable neurostimulator (ins) and leads. It was stated that the implant was not replaced due to normal battery depletion. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v128377, implanted: 2008 (B)(6), explanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).